Event description:
An alarm issue was reported with the abbott diabetic care (adc) device. As a result, the customer did not receive the low glucose alarm alert. Subsequently, the customer experienced dry mouth, tight throat, tachycardia, hypoglycemia and pallor. Customer treated themselves with 2 rusks and orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.